Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4)prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. Symptoms reported include pain, swelling, bleeding, and irritation. The patient went to her endocrinologist and was diagnosed with an abscess; she was prescribed zithromax (tablets), to be taken twice daily for 10 days. Patient's symptoms continued to worsen, and when the doctor wasn't available 5 days later she went to the emergency room (ER). The abscess was drained and packed, and patient's blood pressure was monitored. She was then prescribed keflex/cephalexin 500 mg, to be taken 4 times daily with food for 5 days. Patient was released after spending 1.5-2 hours in the ER.